Event description:
The customer reported that the system failed to display a usable live image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The field service representative identified the need for a part, however no conclusion can be drawn as further repair information is unavailable and no additional service information was provided.